Event description:
The customer reported to olympus, an e433 error code occurred on the olympus electrosurgical generator esg-400. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to due to a defective high voltage power supply (hvps). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the e433 error occurred during device startup if the output signal dropped below 130 volts, indicating a problem with the diode chain. Possible causes included electromagnetic interference, user actions, faulty footswitches, defective connections, or components on the generator or relay boards. Olympus will continue to monitor field performance for this device.